Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "faulty pink cannula where the needle has sheered through half of the plastic casing."

Manufacturer narrative:
Investigation: two photos and one actual sample were received by our quality team for investigation. Upon visual inspection the needle had been pierced through the catheter; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The needle pierce through could had occurred during assembly process of catheter tubing and needle or during product application when the user attempt to reinsert the needle into the catheter after partial withdrawal. The manufacturing process has been reviewed. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if needle was pierced through catheter before use. Based on the investigation the probable root cause could not be determined but the reported defect could had happened out of the manufacturing facilities and most probably during product application.

Event description:
It was reported that a needle through the catheter occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "faulty pink cannula where the needle has sheered through half of the plastic casing."